Manufacturer narrative:
Correction was made to g3: date received by MFR - the baxter aware date was 24 july 2025 (previously reported as 27 july 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) large volume infusors had minimal flow. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b3, b5, d10, h4, h6, and h11: b5: the device overinfused during infusion. The expected infusion time was 45.4 hours, but the actual infusion time was 44 hours. The device contained fluorouracil and saline for a total volume of 230 ml. A PICC (peripherally inserted central catheter) was used. H4: the lot was manufactured between july 30, 2024 ¿ july 31, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.